Event description:
It was reported that following a successful stent implantation, removal of the guide wire was met with resistance. An attempt to dislodge the guide wire by moving a balloon catheter down over the guide wire was unsuccessful. The guide wire was pulled and torqued, contrary to instructions for use, and resulted in the guide wire tip separation. The distal portion remained in the pt and was stented to the vessel wall the following day.